Manufacturer narrative:
(B)(4) - explant of intraocular lens.all pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(6), (B)(4). Explant surgery was performed on patient's left eye. Device evaluation: the returned sample was evaluated by manufacturing site. The lens was received cut in two (2) pieces, most probably related to the explant process. Visual inspection revealed a few stains and loose particles on the optic, which is compatible with the handling of the lens out of a sterile environment. Lens was observed with the characteristic of an acrylic 1-piece lens. Lens diopter result obtained from the stored data in miq (measurement inspection quality) system performed when was measurement for diopter verification shows that serial number corresponded to 17.0 diopter lens. A review of the manufacturing records showed no deviations or nonconformities. The documentation showed that the production order was manufactured according to specifications. A review of the manufacturing process and/or materials show there were no changes associated with this product order. Product met manufacturing criteria prior to release. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens was required to be explanted in a secondary procedure due to unexpected post-operative refraction of 1 diopter. No complications were reported, there was no vitrectomy, and no incision enlargement. Patient was noted to be doing well. New standard lens was implanted.